Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states customer tested 6.9 inr, 3.0 inr and 1.8 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.